Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: review of the black box data and download history revealed the last bolus delivery was recorded on (B)(6) 2015. On (B)(6) 2015, an unexplained ¿power on reset¿ event was recorded and insulin delivery was not resumed. The black box showed record of ¿power on reset¿ on (B)(6) 2015 at 09:04. Insulin delivery was resumed on (B)(6) 2015 at 23:13. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on and was exercised for 24 hours without issue and was found to be delivering accurately within the required specifications. There were no errors, alarms or warnings during the investigation. Investigation did not duplicate the complaint and the pump was found to be without malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated the patient experienced elevated blood glucose between 322 - 338 mg/dl without symptoms while on insulin pump therapy. The patient reportedly provided self treatment with insulin injection via insulin pen. This reported issue does not meet animas' criteria for a reportable adverse event. Troubleshooting was performed on the pump and no issues were found regarding the operation of the pump. The user requested to return the pump as they had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to a reportable adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.